Manufacturer narrative:
Correction emdr being submitted, due to event being identified as reportable upon intake from customer. Corrected fields: d4.

Event description:
It was reported the subject device blanks out when the tip is flexed outward. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. Device evaluation found no image (blackout). Based on the results of the investigation, the root cause could not be identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the subject device had no image. There was no patient involvement.